Event description:
It was reported that there was oversensing on the right ventricular pacing lead. Reprogramming the device resolved the problem. The right ventricular pacing lead remains active. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.